Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument broke and fragments fell inside the patient. The fragments were retrieved in the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and nothing ordinary was observed. The surgical task was grasping and retracting. The instrument could have possibly been damaged in the cleaning and sterilization of the instrument, but ¿ just to note, this instrument did have 9 usage lives remaining of the 18 allowable instrument uses. The damage on the instrument was seen after it was inserted for use and after it had been used on the patient for grasping and retracting. After the instrument was noticed to be damaged ¿ it was removed. It was not noted at what time this had occurred. A new prograsp instrument was used, and the case progressed without any other issues. The surgeon did not notice anything. The instrument was not noted to collide with other instruments. No collisions were noted. The damage had occurred before the instrument was removed. The wrist was straightened. There were additional pieces that had to be removed from the patient, and there was a broken wire on the prograsp instrument. The fragments were retrieved using the other robot instruments and a laparoscopic grasper instrument to remove the pieces from an abdominal trocar assistant port. No additional procedure progressed as was planned robotically. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The procedure was completed robotically. No media is available for review.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed. Failure analysis investigations replicated and confirmed the customer reported complaint. The instrument was found to have a broken grip cable at the distal end. Additional observations related to customer reported complaint: the instrument was found to have the grip cable dislodged in the housing at the proximal end. The dislodged cable in the proximal end caused the grip cable to be loose at the distal end. The instrument was found to have a loose grip cable at the distal end. The instrument had a broken grip cable at the distal end. As a result, the grip cable became loose. Additional observations not reported by site: the instrument was found to have a frayed pitch cable at the distal end. The instrument was found to have a frayed grip cable at the distal end, and the frayed cable strands stuck out at the wrist. The complaint was confirmed by failure analysis.